Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems . Complaint verified on display error. Device physical condition was in poor shape. Front enclosure is lose, with one screw slot busted, rest of the enclosure is dirty and stained. Labels and label residue are present. Water tank cover is scratched. Missing components on the drain fitting. Pole clamp is damaged. Line cord is old and worn. When testing done, this was isolated to lcd display is damaged and black . No action taken as device was beyond physical repair and will be scrapped.

Event description:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90. The complaint of alarm error code was reported, unknown if patient was involved and how therapy was delayed.